Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this right atrial (ra) lead was performed. Visual inspection revealed on a missing lead tip, it was pulled apart at the neck and the inner coil stretched-out, fractured off - explant damage. Laboratory analysis confirmed reported allegation. Upon receipt at our post market quality assurance laboratory, visual inspection confirmed the tip of the lead was completely severed. Or confirmed a fracture of the lead tip approximately 40 centimeters (cm) from the terminal pin. The tip of the lead was not returned, as was reported from the field. Based upon the clinical observations and the laboratory findings, investigation determined the tip of the lead became fractured due to a combination of factors including manipulation during removal , lead design, and patient anatomy.

Event description:
It was reported that the patient underwent a revision due to right atrial (ra) lead failure. Additional information obtained from the field representative indicated that the lead was explanted due to physician trying to reposition the atrial lead and the ventricular lead came back with it. Further, both leads were explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this right atrial (ra) lead was performed. Visual inspection revealed on a missing lead tip, it was pulled apart at the neck and the inner coil stretched-out, fractured off - explant damage. Laboratory analysis confirmed reported allegation.

Event description:
It was reported that the patient underwent a revision due to right atrial (ra) lead failure. Additional information obtained from the field representative indicated that the lead was explanted due to physician trying to reposition the atrial lead and the ventricular lead came back with it. Further, both leads were explanted and replaced. No additional adverse patient effects were reported.